Manufacturer narrative:
The technician found that the bed functioned as designed and could not duplicate the issue, no repair needed.

Event description:
The account alleged that the bed had a self-run of the head down function. No patient impact.